Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had a battery test failure. It is unknown under which circumstances this event occurred; however, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. However, the fse found that the unit did recognize when it was plugged into the ac power and that the batteries were being charged. The fse also noted that the current batteries had not been discharged at all. This means that a complete battery test had not been performed since installation of the batteries in 2020. The battery test should be performed every six months by anyone performing scheduled maintenance. The fse charged the batteries to 100% and performed the battery test. The batteries not only lasted the required 135 minutes, but went to 150 minutes with battery capacity still remaining. The fse performed a complete system checkout. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use, the cs300 intra aortic balloon pump (iabp) unit had a battery test failure. There was no patient involvement, and no adverse event reported.